Event description:
Event description guidant received information that the patient with this pacemaker, who was lost to follow up for three years, was admitted to the hospital due to a fall, being disoriented and having hallucinations. The patient's physician told the family that the device was dead. The patient had an instrinsic heart rate of 52 bpm and was scheduled for a replacement procedure four days after being admitted to the hospital. The patient's family wanted to know why she wasn't scheduled for a replacement device the next day.